Manufacturer narrative:
Batch review performed on 18-dec-2019: lot 102759: (B)(4) items manufactured and released on 01-oct-2010. Expiration date: 31/08/2015. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medacta medial affairs director: partial hip revision surgery (stem and head) performed 9 years after cementless total hip arthroplasty in a (B)(4) heavy patient ((B)(4)). According to report, the stem was fixed only distally, and this may be due to the progressive rarefaction of the proximal bone in the elderly patient, although of course this does not happen all the times. Poor quality of the images provided doesn't allow a proper clinical evaluation.

Event description:
Revision surgery performed 9 years after primary due to stem potting, hyper fixation on the distal stem part.